Manufacturer narrative:
Additional information: b3/d10 date, h6 (update codes), h11. H11: the device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was found to be under infusing during patient therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.